Manufacturer narrative:
Updated data: b5. Corrected data: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv e volutfx-23] product ID [evolutfx-23] serial/lot (B)(6) use by date [2025-12-01] UDI (B)(4) this is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot (B)(6) use by date [2025-11-07] UDI(B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the suspected aortic dissection and rupture likely occurred when the first dcs crossed the aortic arch. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: d -evolutfx-2329. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was planned to have a valve implanted inside their previously implanted 21mm mitroflow surgical aortic valve. Prior to the valve being placed, the left coronary system was engaged with a wire and a stent was left on the wire for deployment after the transcatheter aortic valve replacement (tavr) procedure due to small, short sinuses and low left coronary height. This was done without incident. The valve (B)(6) was deployed successfully at coplanar view, with a depth of 4mm. At valve release, the tabs appeared to be stuck inside the delivery catheter system (dcs), but were released with wire manipulation. The aortic root angle was vertical at 21 degrees. When the patient came off pacing, there was no pulsatile flow and no blood pressure. The left main stent was quickly deployed, however there was no improvement in patient condition. CPR was initiated and medications given by anesthesia. Coronary flow appeared adequate but difficult to fully assess with no blood pressure. Echocardiogram showed new bilateral wall motion abnormalities. The physicians snared the valve up, as signs pointed to a coronary perfusion issue. The valve was snared up to above the sinotubular junction (stj) and there was still no improvement in patient condition. A second valve (B)(6) was deployed at 5mm depth while the patient was undergoing cardiopulmonary resuscitation (CPR). There was no improvement in condition. The patient was then placed on venoarterial-extracorporeal membrane oxygenation (va-ECMO) from femoral access, however this would not function as the team was unable to pull any blood volume. The patient expired. The physicians believe that the patient had a profound aortic dissection/rupture which was the cause of death. There was no difficulty in traversing the aorta or noted resistance during the case.

Manufacturer narrative:
Corrected data: a1. A2. D4. H4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the turning of the deployment knob was not difficult during deployment, and the capsule responded when the deployment knob was turned. It was unknown where the rupture and dissection occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that, per the physician, the rupture was suspected at the time of crossing the aortic arch. It was noted that the rupture was not confirmed. However, it was suspected based on the patient assessment at the time of the procedure, but no autopsy was performed, and the patient was not opened.